Event description:
It was reported that this right ventricular (rv) lead was suspected of possible lead movement, or it may be the way the radiologist looking the x-ray. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected of possible lead movement, or it may be the way the radiologist looking the x-ray. Additional information states that then lead was dislodged due to the patient's twiddling. This lead was explanted and replaced. No additional adverse patient effects were reported.